Event description:
It was reported that the surgeon had problems getting the insert to lock into the tibial base. Another insert was inserted and locked; however surgery was extended 40 minutes.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted however several of the device attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. Further investigation would require the inspection of the mating tibial base which is not possible since it remains implanted. A review of complaint history revealed no other complaints for this failure mode/ batch